Event description:
The customer stated that when she opened her carton of test strips, the cap on the bottle of strips was open. No adverse events were alleged. The test strips are to be retuned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent to the customer.